Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 124 mg/dl and the sensor glucose was 70 mg/dl. Customer¿s other blood glucose value was 77 mg/dl, 162 mg/dl and 124 mg/dl. Insulin delivery was suspended due to sensor values. Customer stated difference was occurring with the current sensor. Customer also stated that insulin pump receive a calibration not accepted alert also change sensor alert. The sensor will not be returned for analysis.